Event description:
This is a 52 year patient who in 1976 had placed implants. Because of contractures and infectures both implants were removed. In may, 1987 she had placed meme polyurethane implants. She has been ill since 1985 with fatigue and arthralgia of the fingers. She had a weakly positive ana of 1 to 40 in february, 1992. She has myalgia of the shoulder areas; worse with activity. She describes itchess of the eyes, dryness of the nasal mucous memberanes and chest wall discomfort. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.